Event description:
A patient reported blood glucose results of "600mg/dl, 302mg/dl and 61mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.